Event description:
The patient had a revision and was unable to adjust stimulation. The patient had received the "poor communication" screen for the previous 4 days. Troubleshooting did not resolve the issue. There were bandages covering the device. The patient was directed to their physician. Additional information was requested from her physician.

Manufacturer narrative:
(B) (4).